Manufacturer narrative:
The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed by the user facility that ¿five minutes after the start of the procedure (laparoscopic sigmoid colectomy), an event in which the power (from the high flow insufflation unit) was turned off occurred.¿ the procedure was completed using the same set of equipment. It was reported there is only one high flow insufflation unit, and it is being used as is. No health hazard was reported to olympus.